Manufacturer narrative:
Investigation revealed that customer was likely using sensor glucose values displayed on app as calibration instead of finger stick measurement from a blood glucose meter. This is not the intended use of the device. This lead to sensor inaccuracies which further led hyperglycemia adverse event. There was no malfunction. H6 results code was updated to 213 h6 conclusion code was updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On nov 12th, 2019 senseonics was made aware of an adverse event where the user experienced a hyperglycemia event and reported the continuous glucose monitoring system did not alert her. The user required hospitalization.